Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 16jul2019. The manufacturer¿s international service technician replaced the flow sensor assembly to address the reported problem. Investigation of the part returned to the manufacture shows compliant was caused by an out of spec air flow sensor u1. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The manufacturer¿s international service technician reported that the device failed the airflow accuracy test (pvt test 5) at the zero point specification during the periodic maintenance. There was no patient involvement.